Manufacturer narrative:
(B)(4).

Event description:
Procedure type: low anterior resection. According to the reporter: the surgeon used an eea28 device to perform an anastomosis. The staple line was torn and incomplete, so it was anastomosed again. The patient had an ileus, so the tissue was thick and delicate. For the second anastomosis, eea25 [MFR report # 2647580-2015-00424] was used, but the same event occurred and it was recovered by additional suturing. The case was extended by more than 30 minutes and no adverse event was reported as a result of the delay. There was additional tissue resection resulting in unanticipated tissue loss and tissue damage. There was no bleeding in excess of 500cc. No reinforcement material was used. The last known patient status was good.

Manufacturer narrative:
(B)(4)